Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely yours breast pump she began using 2 days prior powers itself off midway through the pumping session. Customer used the ameda ac adapter as the power source to the breast pump. Ameda's customer service representative instructed customer to install 6 aa batteries into the battery compartment to determine what action to take to resolve this issue. Customer was informed to call back to ameda with results. She did not call back until (B)(6) 2015, reporting the purely yours pump does not power on with batteries. By the early morning hours on (B)(6) 2015, customer had developed left breast mastitis. Customer reports nursing her baby is painful and she relies on the breast pump to express breast milk. Customer contacted her health care provider and was prescribed a 7 day course of oral antibiotics for the breast infection. Customer states feeling her health has improved with antibiotics.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.